Manufacturer narrative:
Manufacturing date: june 14, 2013. Manufacturing location: (B)(4). Business group: (B)(4). Previous to the current issue reported, the device has not been serviced, so no service history record review is possible. No non-conformance reports, rework or other relevant quality notifications were referenced in the device history record. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The conclusion of the device history record review is that the final product, met inspection requirements, certification test values, and acceptance criteria. A product investigation was completed: the device has been serviced and functional testing has been performed. The service technician identified the probable root cause as handling improperly. The service technician noted the action taken as scraping the device. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no reported patient or surgical involvement. Event date: unknown. Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an application instrument for sternal zipfix was returned for repair with an indication that the spring stopper was defective and the check test for tightening had failed. No reported patient or surgical involvement. No additional information available. This report is 1 of 1 for (B)(4).